Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® contact-activated lancet didn't retract properly and was "loose in the capsule", resulting in a dirty needle stick injury. It was also reported that, "due to the incident being identified as low risk, there was no prophylactic antivirals offered", but blood tests were done "according to our infection control procedure". All required vaccinations of the affected party were reported to be "up to date".

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd microtainer contact-activated lancet didn't retract properly and was "loose in the capsule", resulting in a dirty needle stick injury. It was also reported that, "due to the incident being identified as low risk, there was no prophylactic antivirals offered", but blood tests were done "according to our infection control procedure". All required vaccinations of the affected party were reported to be "up to date".